Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." (B)(4). Sample not available.

Event description:
It was reported that the pads were giving an air leak alert and low flow of 1.1lpm; as a result, the pads were disconnected, reconnected and then emptied. The flow increased to 1.6lpm but then went back down to 1.1lpm. Therapy was interrupted in order to replace the pads with a different set of pads. Therapy was resumed on the new set of pads without any further issues.